Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation at the magnet site, and subsequently underwent skin revision using silver nitrate (date not reported). The implanted device remains.